Manufacturer narrative:
Lumenis investigated the reported events by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert concluded the subject device operated well within manufacture specifications. Additionally, the technical expert stated that upon arrival it was determined that the et handpiece was incorrectly calibrated by the device operator. Following re-calibration, the handpiece met lumenis specifications. Device operator error with mis-calibration can be caused by: - handpiece not correctly inserted into the cradle above the energy meter window. - dirt, debris or dust not cleaned off the handpiece tip or from the energy meter window before calibration. - device operator released the footswitch or handpiece trigger before all calibration shots have been fired. A review of device labeling states: calibration - danger - the handpiece tip and energy meter window must be clean to ensure accurate calibration. An unclean tip or window will result in higher than indicated fluence, which may cause epidermal damage. A lumenis healthcare professional reviewed the reported event details and patient photographs and concluded that the treatment settings were within manufacture specifications. Additionally, the professional notes that possible debris on the treatment tip and/or over calibrated handpiece to be possible root causes for the reported event. It was further concluded that the patient will have dis-pigmentation for an extended amount of time. A review of device labeling states: cleaning the handpiece tip: the sapphire tip of the handpiece must be kept clean during patient treatment. Foreign matter on the tip will get hot due to absorption of laser light and can cause epidermal injury and substantially increased pain.

Event description:
A foreign user facility reported that one (1) patient sustained first degree burns to the cheek, neck, and face following hair removal treatment with a lumenis lightsheer et laser.